Event description:
The account states a pt sample tested initial reactive on the auszyme monocolonal assay but was negative upon retesting the sample in duplicate. The negative result was reported. The account questioned the initial reactive result and sent the pt sample to reference lab for confirmatory testing. The reference lab tested the sample on the abbott hbsag confirmatory assay and reported hbsag was confirmed as present by neutralization. No impact to pt management was reported. Auszyme monoclonal test results: initial cutoff value= .046 pt result= .129, repeat cutoff value= .031 pt result= .012/.017.